Event description:
Customer reported the system was not taking shots. No pts were injured.

Manufacturer narrative:
The biomed looked at the system and could not reproduce fault, requested the cancel svc. No further action necessary. Case complete.